Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum leaked during connection of the infusion set. Reported before use of actual device. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. (B)(4). Type: MDR with sample. Part #: 385100, lot #: unknown. As reported: leak from top of septum (q-syte). As reported: connected with infusion set to give saline. As soon as started using as cv catheter connector, the septum turned over. Lot analysis: device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: although the review of the DHR is required for all MDR per CPR-071, a review could be performed as no lot number was provided for this incident. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 ¿ o-n/a level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5699 rev 5 version d was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one used q-syte unit from unknown lot number. Visual/microscopic examination: the septum was molded using the 16 cavity mold. The septum lifts up from around the rim of the top disk. The residual septum material and adhesive deposits was evident on the rim of the top body observed slit tear on the septum top disk. Water leak test: leakage was not confirmed in the un-actuated or actuated positions during testing septum column tear assessment: damage (tear) was observed along the column wall. Test description: method no: results: visual/microscopic, n/a, see observations and testing; water leak test, mm-110, see observations and testing; column tear assessment, vtp-31, see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned q-syte unit provided for evaluation displayed slit tear on septum top and septum lifts up from the rim of the top body. Conclusions: the defect leak from top of septum, as stated as the reported code was not confirmed with the returned unit. Confirmed there were slit tear on the septum top and septum lifts up from the top body. Confirmed there was residual septum and adhesive deposits on the rim of the top body. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. The evaluation of the septum unglued/lifts up at rim locations revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process. A definite source that contributed to the slit tears could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.